Manufacturer narrative:
The device was received for evaluation. During functional testing, an downstream occlusion below 9 per square inch did not occur. A review of the event history log revealed downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion below 9 psi (pounds per square inch) during unspecified process step. There was no patient involvement. No additional information is available.